Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusions set fell off due to tape not sticking. Since last 3 days the infusion set was in use. Infusion set was placed in abdomen area. No further information was available.